Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that shortly after the trial procedure the patient experienced a new back pain. A anesthetic patch was given but it did not resolve the issue. The physician decided to remove the leads and there have been no reports of further complications regarding this event.